Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate therapy a few hours after implant due to oversensing of noise. The sensing vector was reprogrammed for the subcutaneous implantable cardioverter defibrillator (s-ICD). However, the patient received another inappropriate shock due to continued noise. It was noted the shock impedance had also increased with the second shock. The first shock had an impedance measurement of 38 ohms while the second shock had a impedance measurement of 77 ohms. An x-ray was taken which found the electrode had pulled back and dislodged. Fluid build up was also noted at the xyphoid site. It was noted the physician had originally used a two incision technique. A revision procedure was performed where the physician created a new incision near the super notch to reposition and tie down the electrode. The electrode remains in service and no additional adverse patient effects were reported.